Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that performed by a getinge service territory manager (stm) , the cardiosave intra-aortic balloon pump (iabp) units helium bottle can not be used with second spare part. There was no patient involvement.

Manufacturer narrative:
Updated fields: h6 (health effect - clinical, type of investigation, investigation findings, investigation conclusions). Another spare helium regulator was ordered, which was also faulty. Upon successful installation of a working regulator, the unit passed all safety and functional tests and was returned to the customer for clinical use.

Manufacturer narrative:
Updated fields: b4, d8, d9, e1 (event site email), (return to manufacture date), g1 (contact person: mfg site), g3, g6, h2, h3, h11. Corrected fields: h6 (investigation conclusions). The failure analysis and testing dept. Performed a visual inspection and found the part to be in good condition. The failure analysis and testing dept. Installed a known good helium tank into part number 0103-00-0637 helium regulator serial number (B)(6) and observed that the helium tank could be inserted into the helium regulator with no problem found per the cardiosave service manual. The fat dept. Could not replicate the failure. The helium regulator passed testing. Retaining the helium regulator in the fat dept. Per procedure. The most probable root cause is with the yoke of the helium tank not lining up with the holes on the helium regulator. When the helium tank is installed in the cardiosave iabp it connects to the high-pressure helium regulator which is located in the hospital cart. The regulator has two indexed pins which align with two holes on the helium tank valve. Both the pins on the regulator and the holes in the tank valve have an allowable tolerance for their placement. If both parts are within their allowable tolerance, they will be able to connect. However, a number of 0202-00-0104 (also referred to as d202-00-0104) disposable helium tanks have been identified as having the location of their index pin holes out of tolerance. This out of tolerance condition prevents the helium tank from connecting to some regulators. Additionally, there were a few regulators that had pins out of tolerance that were still able to be secured into the helium tank. The issues with the helium cylinder tank are being investigated under 23-scar-cahw-021.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b3, b4, g3, g6, h2, h6 (type of investigation), h11. Corrected fields: h6 (investigation conclusions).